Event description:
Laparotomy sponges lot #190201at. Sponges were opened to the field. When counting, a dark brown area was noted on one of the sponges. Product removed from field and tech removed contaminated gloves.